Manufacturer narrative:
On 17-jan-2022, mentor received additional information regarding the suspected medical device. Additional information revealed that the reported device was manufactured by another company, and mentor will not continue on the product investigation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 490cc mentor memorygel breast implant prostheses (catalog #: smpx490, serial #: (B)(6) , serial #: (B)(6). On 22-dec-2021, mentor received additional information regarding the patient¿s information. The patient¿s dob is (B)(6) 1962. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture and breast pain postoperatively. The bilateral rupture was observed sometime in (B)(6) 2018, and the diagnosis was confirmed based on ultrasound and the patient¿s symptoms. As a result, the patient underwent explantation on (B)(6) 2021. The implantation and event dates were estimated as (B)(6) 2000 and (B)(6) 2018 respectively. This is for one of the reported prostheses.